Event description:
Reportedly, episodes showing noise were observed in the device memory. Sensed artifacts were between 0.4mv and 2.6mv. Ventricular lead measurements (impedance, sensing and pacing threshold) were within normal range. Provocative maneuvers were performed with the device programmed in ddi mode at 30 min-1: the artifacts were observed when the patient was deeply breathing, contracting his abdominal muscles and coughing. The ventricular sensitivity was decreased (reprogrammed to 0.8mv).